Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted for the provided lot, and no similar concerns were found. After three notifications, there has been no sample returned for review. There has been no visual evidence provided that would support the alleged allegation. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. There have been no other complaints reported in the lot.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated a peripherally inserted central catheter (PICC) line cracked. It was placed just after midnight then removed at 0500 due to leaking at the hub which was cracked. PICC available for return. Nvn and lipids, dobutamine medications: tylenol, ampicillin, caffeine, ceftazidime.